Event description:
Procedure: lap lysis of adhesions. Reportedly, the scrub nurse opened an instrument in error (179071p, versaport plus rpf trocar). The surgeon always uses the vs101012p (versastep access device). He stated since the 179071p was already opened he would use it along with the vs101012p, (obturator and sleeve portions only). After inserting the gyn scope, they noticed a piece of the black cannula missing while in the abdomen. They searched for it but it could not be found. After removal, the surgeon also noticed a tear in the mesh sleeve between the middle and distal end approximately 1/2" tear. Piece was not located or retrieved. An x-ray was not ordered or taken. No injury.